Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of power error detected on their insulin pump. Customer also states having gotten a sensor error. The customer's blood glucose at the time of incident was 85mg/dl. Troubleshooting was conducted and the customer was advices that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump gave an error alarm due to a loose backup battery connector, which added resistance to the total assembly. The sensor error was found in the trace history indicates a glucose sensor error, not an error of a malfunction of the pump. The pump also had minor scratches on the display window and a scratched case.